Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On investigation, the alleged no power issue was duplicated in the evaluation. Review of the black box data did not find any unexplainable power-on-reset events. Battery compartment cracks were found above the grip pad and on the side of the compartment extending from the threads to the case seal. Moisture corrosion was evident inside the compartment as well as on the underside of the returned battery cap. Using the returned battery cap, the pump failed to power up because the cap was unable to fasten properly and did not maintain proper electrical contacts. A battery compartment leak was demonstrated in a leak test. Additional evidence of moisture intrusion was found inside the pump on the support bracket. Using a test cap the pump did powered up to the display with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruptions. Power lost occurred when the cap was loosened half a turn. Unrelated to the complaint, the display was found to be dim and discolored. (B)(4).